Event description:
It was reported that the ilet displayed a dosing stops soon alert and suspended insulin dosing after the cgm showed pairing without transmitting readings; the user was guided to toggle between g6 and g7 settings and re-pair the sensor, confirm sensor status, and manually enter a blood glucose value until automated dosing resumed. Symptoms included hyperglycemia to 339 mg/dl. Outcomes included return to normal glucose range after intervention, with no alerts or alarms persisting and no medical treatment or hospitalization required. Investigation included technical troubleshooting, education, and follow-up to verify a downward trend in glucose. Investigation of this case revealed cgm communication interruption leading to suspended automated dosing, resolved through sensor re-pairing and manual bg entry, with no additional device component failures identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.